Event description:
Over the past three years, the sounds have been increasing and decreasing with sudden head movements. A head impact was reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. It seems that the reported impact to the head might have weakened the fixation of the active electrode and was a factor for electrode mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. It seems that the reported impact to the head might have weakened the fixation of the active electrode and was a factor for electrode mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Over the past three years, the sounds have been increasing and decreasing with sudden head movements. A head impact was reported.